Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported of migration (10 mm) of the suprarenal cuff/ extension. The most likely cause of stent migration was lateral movement over time. A possible contributing factor was the larger than expected appearance of both components stent cage diameters on the repair procedure still image. This could not be confirmed due to the lack an actual image study. Patient was discharged home on the second post- operative day in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2017 a type 3b endoleak with 0.5 cm sac growth (aneurysm enlargement) was discovered during an angiogram. The physician elected to re-line the initial devices and implanted a bifurcated stent and cuff/extension to resolve this event. The patient was reported as stable and doing well post-secondary procedure. Reported under 2031527-2017-00513. During the clinical assessment (01/11/2018) of the above reported event, clinical was able to find substantial evidence to support the additional findings of migration (10 mm) of the suprarenal cuff/ extension. This report is for the migration of the suprarenal cuff/ extension only.